Event description:
It was reported that cracks were found in the bd maxplus¿ needleless connector during the catheterization process that caused leakage during the third day of the infusion. The following information was provided by the initial reporter, translated from chinese to english: "on the afternoon of (B)(6), 2021, the child needed infusion catheterization. During the catheterization inspection, cracks in the needle-free connector were found, leading to seepage. A new needle-free connector was immediately replaced, which did not cause any damage to the child." "Disinfection with iodophor occurred before nicu use; the infusion is a nutrient solution; with the use of braun infusion device; leakage occurred on the third day after disinfection and infusion began".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 10/1/2021 h.6. Investigation: one mp1000-c china sample was received without packaging for investigation; the customer feedback indicates the complaint sample was from lot 20015137. Additional information provided by the customer indicates that the leakage was identified from the maxplus component after three days in use and disinfected using iodophor. A visual inspection of the received sample confirmed the customer's experience as a crack was identified on the female luer adaptor of the maxplus component; leakage was observed from the crack. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20015137 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Manufacturer narrative:
Mp1000-c china 510k: this is an international code - the model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is mp1000-c. The 510k number provided is for the domestic similar product: k072542. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that cracks were found in the bd maxplus¿ needleless connector during the catheterization process that caused leakage during the third day of the infusion. The following information was provided by the initial reporter, translated from (B)(6) to english: "on the afternoon of (B)(6) 2021, the child needed infusion catheterization. During the catheterization inspection, cracks in the needle-free connector were found, leading to seepage. A new needle-free connector was immediately replaced, which did not cause any damage to the child." "Disinfection with iodophor occurred before nicu use; the infusion is a nutrient solution; with the use of braun infusion device; leakage occurred on the third day after disinfection and infusion began."